Event description:
It was reported that the implantable neurostimulator was "sticking out," but it did not seem like erosion. The pocket adaptor was thought to be the cause of the device sticking out. A revision was set to be completed. The pocket adaptor was to be removed and extensions were to be put in its place. The next day it was reported that the revision had been complete. It was unknown if there was any diagnostic testing done before the procedure. Before the revision, no malfunctions were reported, and it was stated that the device "worked great." It was mentioned that the pocket adaptor had been placed in (B)(6) 2012. It was noted that the patient had "great stimulation" after the revision "in all the areas" the patient wanted and had before. No further information was available at the time of this report.

Manufacturer narrative:
Product ID neu_adaptor_acc, product type accessory; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# j0437530v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot# j0412304v, implanted: (B)(6) 2004, product type lead. (B)(4).